Event description:
Procedure: stress urinary incontinence. It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced vaginal pain, recurring incontinence, and dyspareunia, among other conditions.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).